Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device was loaded into a test 6f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 8f amplatzer trevisio delivery system. During implant the device took on a cobra shape. Attempts were made to reload the device but were unsuccessful. The device was removed from the patient and replaced with a new lifetech device. There were no interactions with cardiac structures during deployment. There were no angulations or kinks noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. There were no adverse effects to the patient. The patient status is noted as stable.